Event description:
Per oos, loss of capture was documented on strips that could not be reproduced. The device was explanted three days later and replaced with a cylos vr.

Manufacturer narrative:
The pacemaker was not returned for analysis. Therefore the analysis is based on the inspection of the quality documents accompanying this particular pacemaker. The manufacturing process for this pacemaker was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the pacemaker was not returned for analysis. Review of the quality documents showed a regular manufacturing process.